Event description:
Follow-up revealed the patient's issue is resolved.

Event description:
The patient ((B)(6)) is a participant in a clinical study ((B)(6)) and is implanted with two scs leads. It was reported the patient's left lead had perforated. No sign of infection was reported. In turn, the patient underwent surgical intervention to explant and replace the lead. The date of when the lead became perforated is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.